Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from technical support as issue was not currently happening on pump. No additional patient or event information was available.